Event description:
The customer reported experiencing cartridge alarms with their pump, which occurred during pumping, leading them to use multiple daily injections (mdi) to manage their insulin in the meantime. The specific value of the customer's blood glucose level was unknown but displayed as "high." To address the high blood glucose, the customer administered a correction injection via mdi and bolus without requiring third-party assistance. Technical support processed the issuance of a loaner pump, and a loaner pump agreement was received and attached to the case. Additionally, the customer was transferred to sales due to the pump being out of warranty, and they expressed interest in obtaining a new pump.